Event description:
It was reported that false asystole episodes were noted. The patient did not have symptom at the time of episodes and loss of contact signs were noted. The loop recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.